Manufacturer narrative:
Additional information: a photograph received shows a resolute onyx loaded in a telescope gec. The resolute onyx appears to have deformation to the proximal stent struts, the balloon appears to have been partially inflation evident to the distal section of the balloon. Correction: no excessive force was given to advance the stent device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one 6 french telescope guide extension catheter (gec) and one resolute onyx rx coronary drug eluting stent (des) to treat a severely tortuous, mildly calcified, lesion located in the proximal saphenous vein graft (scg). Both devices were inspected with no issues noted. The telescope gec was prepped per IFU. Negative prep was performed with the resolute onyx des with no issues noted. The lesion was pre-dilated. The resolute onyx des did not pass through a previously-deployed stent. Resistance was not encountered when advancing the telescope and excessive force was not used during delivery. Resistance was encountered when advancing the resolute onyx des and excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning / advancement. It was stated that the stent was stuck at the tip of the telescope and excessive force was used to try to remove the stent. However, the stent could not be removed from the telescope. The telescope and stent were removed together. The patient was reported to be alive with no injuries noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.